Manufacturer narrative:
(B)(4). According to instructions given by carefusion technical support, the customer ordered a main pcb (printed circuit board) to be replaced on the reported ventilator. The suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the vela ventilator displayed a transducer fault alarm. The customer performed a calibration on the exhaled differential pressure transducer but it failed to resolve the reported issue. There was no patient involvement associated with the reported event. Carefusion technical support instructed customer to replace main pcb (printed circuit board) on the reported ventilator.